Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determine yet.

Event description:
The customer reported that vela is giving low ve and circuit disconnect alarms and it does not sound like the turbine is running. At this time, there is no information regarding patient involvement associated with this event.